Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: 647205 spaii and serial number: (B)(6). Problem statement: customer reported that the wash tower is overflowing. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 16oct2019 to date 16oct2020 (rolling 12 months). Complaint trend:there are 9 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 16oct2019 to date 16oct2020 (rolling 12 months). Investigation result / analysis: per fse report: the wash tower was overflowing due to a clog in the forward filter coupling before the filter and after the wash tower #640521. The same coupling was clogged in all of the customer's filters . The clog was due to the piercings from the caps. These piercings are the product of the yellow top caps. The tube types are #364606 yellow. The probe has 2,150 piercings. The lot number of the probe is f179253. The fluid was a combination of waste, water and sheath fluid. The fluids were not contained in the system. The leak was before the waste tank. The customer was not injured or harmed as a result of the fluid. The fluid was cleaned and disinfected using bleach solution. The clogged coupling was replaced which corrected the problem. The instrument is working to specs. Service max review: review of related work order #(B)(4). Install date: 01sep2009. Defective part number: there were no defective parts. Work order notes: subject / reported: wash tower overflowing. Problem description: wash tower overflow. Cause: clogged fitting caused overflow. Work performed: replaced fittings. Solution: replaced fittings. Returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: x0008 and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? ¿yes ¿no. Hazard ID: 3.1.29. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide . Risk control:_alarp . Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation result, and the fse¿s report the root cause was clogged fitting caused the wash tower to overflow. Conclusion: based on the investigation results and the fse report the complaint was confirmed for the wash tower overflow. H3 other text : see h.10.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. The following information was provided by the initial reporter: wash tower overflowing - tried cleaning the filter. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Facsflow. 4. What is the source of leak -- waste line or non-waste line? Unknown. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. Software version? Unknown. Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown. List of parts shipped (include foc): unknown. RMA required (y/n)? Unknown. Additionally, the fse provided the following additional information: the waste connectors are connected and she has cleaned the waste filter, then replaced the waste filter. Still not draining.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. The following information was provided by the initial reporter: wash tower overflowing - tried cleaning the filter. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No . Was the leak in a customer accessible location? No. What was the fluid that leaked? Facsflow. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Software version? Unknown. Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown. List of parts shipped (include foc): unknown. RMA required (y/n)? Unknown. Additionally, the fse provided the following additional information: the waste connectors are connected and she has cleaned the waste filter, then replaced the waste filter. Still not draining